Manufacturer narrative:
(B) (4).

Event description:
The deep brain stimulator was replaced. Afterward the pt experienced a lack of effect. The pt was seen in clinic 3 times since replacement. Impedances were around 1800 ohms (within formal limits); everything looked fine. The hcp decided to revise the system on (B) (6) 2010. Upon opening the pocket, it was discovered that the left and right extensions were loose in the connector block of the neurostimulator. The screws were re-tightened. The pt is doing much better now. The hcp was concerned that impedances were fine with loose connections.